Event description:
A customer tested patient sample for troponin (accu tni) and a result of 1.24ng/ml was obtained. The sample was tested on a different instrument and an accu tni result was 0.00ng/ml. The customer than re-tested the sample on the lxi 725 instrument and repeated result was 0.39ng/ml. A sample from another patient gave a result of 15.49ng/ml when it was tested. A result of 0.02ng/ml was generated by the different instrument. Accu tni results obtained from the lxi 725 instrument were not reported out of the lab. The results generated by the different instrument were reported. Customer did not report affect to patient or user connected to or attributed to this event.

Manufacturer narrative:
Per customer, the samples were ER nurse drawn-venous collection in plastic lithium heparin plasma tubes with gel separator. The specimens were centrifuged at 3,900 rpm in a refrigerated centrifuge for 10 minutes. Customer reported that samples were normal in appearance. Both samples were loaded through the closed tube accessing (cta) system. There were no result flags generated with these results. Per event log printouts, there were no messages associated with this event. Qc recovered within range. System checks run in 2009 passed all parameters. Sample handling was discussed with customer and literature has been provided to customer and a rerun protocol has been implemented by customer to address sample quality before initial run and sample re-processing before reruns. A field service engineer (fse) was dispatched: a) the fse inspected the instrument's performance and results were within ranges, except for intermittent fliers in a diagnostic testing. B) the fse replaced aspirate probe and waste tubings and repeated the diagnostic testing with good results. Although pre-analytical sample handling may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.